Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve hump height was measured to be within specification.

Event description:
During a revision procedure while implanting the replacement left ventricular (lv) lead, an increase in capture threshold that resulted in loss of capture (loc) intermittently was observed on the lv lead. The lv lead was explanted and replaced to resolve event. The patient was stable.